Manufacturer narrative:
Was updated to include post-operative conditions reported on the operative report. Operative report was provided. Corrected data: was corrected to reflect reason for explant.

Event description:
Reportedly, this device was explanted after an implant duration of approximately seven (7) years, eleven (11) months, due to prosthetic mitral valve regurgitation. Through follow up with the health care provider, it was learned this device was explanted due to regurgitation. The operative report stated the valve was very well adherent. It took a significant amount of dissection to excise the valve. The valve was eventually excised. The annulus was debrided. He essentially had no residual annulus as the dissection involved cutting through most of this. The valve was replaced with a 33mm model 7300tfx mitral valve. The patient was weaned from cpb on the first attempt. Intraoperative tee demonstrated excellent valve function. The patient tolerated the proceeder well and was transferred to the ICU in stable condition. The device is not available for return and evaluation because it was discarded by the hospital.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a mitral valve was explanted after an implant duration of approximately seven (7) years due to unknown reasons. The explanted device was replaced with a model 7300tfx 33mm.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: it is unknown if the device is available for return and evaluation. Follow up with the health care provider and medical records is in progress. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no related nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the root cause for explant of this device remains indeterminable.